Event description:
Following a post operative infection, a pt had a piece of infected mesh removed following a ventral hernia repair. Permacol tissue was then implanted as a replacement, however infection continued and permacol ws subsequently removed. On removal, permacol was found to be in strings. A culture was obtained and pseudomonas was found.